Manufacturer narrative:
The returned unit emitted an audible tone during startup and displayed an error message confirming the continuous tone reported. Upon further investigation, the issue was isolated to a corrupted firmware on the stimulation board. The firmware was reloaded successfully which resolved the issue on the next power cycle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported tone and subsequent procedure cancellation was isolated to a corrupted firmware on the stimulation board.

Event description:
During the procedure, a continuous tone was emitted from the generator during startup and the procedure was cancelled. The generator was restarted several times with no resolution. The patient received a nerve block injection and the procedure was cancelled. There were no adverse consequences to the patient due to the cancellation.